Event description:
It was reported that the patient experienced chest pain. On investigation it was noted that the right ventricular (rv) lead exhibited no capture. The rv lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5867-3m, crhf adaptor, implanted on (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.